Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube. Unable to perform the displacement test, active current test, sleep current test and self test due to blank display. Failed battery test unknown. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a battery failed alarm and the insulin pump was not turning on. Contacts are not missing, damaged, or corroded of the battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.